Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom alarms close door when door is closed, caused by a failed upper latch switch. The upper auxiliary assembly, which contains the failed latch switch, was replaced.

Event description:
It was reported that a spectrum pump alarmed close door when the door was closed. It was also reported that there was no patient injury.